Manufacturer narrative:
The pump passed all functional testing. However, the power loss, low battery and power error alarms were confirmed in the long trace. The pump was received with minor scratches on the lcd window, a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The mother reported via phone call that the customer had a power loss alarm on the insulin pump. The mother stated the alarm occurred after the battery was out of the insulin pump for greater than 10 minutes. The mother also reported the insulin pump alarmed power loss again during the phone call. The mother also reported the customer's blood glucose was near 500 mg/dl. The insulin pump will not be returned for analysis.